Manufacturer narrative:
The lead remains implanted, therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific crm received information that this left ventricular lead had fractured and was programmed to not pace. Almost a year later, during the device replacement procedure, the lead was not replaced since the patient's heart failure had improved. The lead remains implanted. No adverse patient effects were reported.